Event description:
The doctor claims that the graft was implanted in 2002, to repair an abdominal aortic aneurysm (aaa). The graft was observed to have dilated "significantly" upon follow-up CT scans and/or mras. The largest diameter of the graft approaches 5.8cm. In 2005. Co received the following additional/corrected information: the graft was implanted in 2002. The incident date, based upon the CT scan date has been approximated as 2005 for reporting purposes only. Patient's pre-operative and post-operative (original implant) condition is unknown at this time. The catalog number is 085241 and the batch number is 4616109 and have been updated/corrected in the internal database. As of 7/2004, no other actions have been taken. In 7/2005, co recieved a copy of the users mandatory medwatch report under user report# 3400280000-2005-8007.